Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-08 reported the healthcare professional (hcp) initially reported the event to them. Actions/interventions performed included the hcp tried to re-interrogate and update the pump a few times. The cause of the motor stall was not determined. The pump was set to minimum rate and the alarms were silenced. The patient's weight was approximately (B)(6) pounds. The pump was being explanted and replaced on (B)(6) 2017 and the rep was going to try and send it back for analysis. The information provided had been confirmed with the hcp/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-11 reported the pump will not be returned for analysis. They did not have the appropriate specimen bag to remove from the operating room (or). The cause of the black stuff inside the catheter was not determined. The patient was doing well during the follow up. Information provided was confirmed with the healthcare professional (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID 8703w lot# l48813 serial# implanted: (B)(6) 1998 explanted: product type catheter: patient code (B)(4) applies to both the pump and the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code 92 applies to the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-aug-10 reported while replacing the pump on (B)(6) 2017, the healthcare professional (hcp) disconnected the catheter from the pump and discovered "some black stuff on the inside of it." It was stated that they cleaned up the inside of the catheter connector and hooked it up to the new pump. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown morphine 62.5mg/ml for a total dose of 69.383mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log report show an active motor stall occurred. It was confirmed there were no electromagnetic imaging (emi)/magnetic sources present. There was no known strong emi source. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.